Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution. (B)(4).

Event description:
It was reported that an inaccurate pressure value was observed when the catheter was inserted to the svc (superior vena cava) during use. The value was 30~40mmhg. An error message was not observed. The catheter was replaced and the problem was solved. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One catheter with monoject limited volume syringe was returned for evaluation. The balloon was not able to maintain its inflation due to an interlumen leakage between the balloon inflation lumen and the distal lumen in the backform. The catheter is connected to a dpt during use. Per edwards pressure monitor IFU, "poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks." All other through lumens were patent without any leakage or occlusion. No other visible damage to the balloon latex or catheter body was observed. Balloon inflation testing was performed using returned syringe by holding the balloon under water. Visual examination was performed with the unaided eyes. The customer report of "inaccurate pressure value" was confirmed due to observed interlumen leak. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.